Manufacturer narrative:
Weight-race: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.0/2.0/094 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Within the same surgery the lens was exchanged for a shorter length lens due to excessive vault.. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
B5: the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.0/2.0/094 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Within the same surgery the lens was exchanged for a shorter length lens due to excessive vault.. The exchange resolved the problem. Cause is reported as unknown. H6: impact code 2199. Claim # (B)(4).